Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The computer was replaced to resolve the issue. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the computer froze after starting up, and it operated normally after restarting several times. There was no patient involved when this issue was discovered.

Manufacturer narrative:
A medtronic representative analyzed the returned computer. It was found that the computer booted normally to the application screen. The ent and cranial programs started and ran normally. No freezing was observed. No faults were found. (B)(4). If information is provided in the future, a supplemental report will be issued.